Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator was reported to have low o2 (yellow light). This was due to heat exchanger leaking which led to the malfunction.